Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for post implant check. Device interrogation revealed high capture thresholds on the atrial lead. A computerized tomography (CT) scan revealed that the lead had dislodged. The lead was revised. Patient was stable post procedure.